Event description:
Procedure type: unknown. According to the reporter: the top did not flip. Removed and opened a new device for the case. It could not be reported if any delay occurred. No bleeding or patient injury reported. No further information was known.